Event description:
Boston scientific received information that during the implant of an atrial lead, the proximal setscrew on this cardiac resynchronization therapy defibrillator (crt-d) became stuck in the retracted position. The setscrew was loosened by tilting the torque wrench 30 degrees on an angle and then rotating the wrench in a clockwise rotation. After a few attempts, the set screw was re-aligned in the threads. The setscrew was tightened and atrial sensing, thresholds and impedances were then measured through the device and were normal.

Manufacturer narrative:
As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated.